Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to the power supply connector was broken off and wires were exposed. The root cause for the damaged power supply could not be positively identified. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged charger or battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to the power supply connector was broken off and wires were exposed. The root cause for the damaged power supply could not be positively identified. There was no adverse event that resulted from the damaged charger.